Event description:
Revision of stem was reported. Rep presented at original procedure but not at revision as a depuy product was used to replace. Nothing specific noted at primary procedure. When asked to look at x-rays by surgeon at about one year post op, stem in varus with 3 point contact and looked to be undersized, access difficulty at primary. Stem loose and came out easily.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.